Manufacturer narrative:
(B)(4) .

Event description:
It was reported that when a patient presented in the emergency room after receiving shocks, the device was found to be in backup vvi mode. The device was explanted and replaced. The patient was in stable condition post-procedure.